Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a small piece of plastic disengaged from the instrument and fell into the abdominal cavity of the pt during a laparoscopic roux-en-y. The plastic was removed and there was no pt injury. The device was no longer utilized in the procedure.